Event description:
The pt's family member reported that pt experienced a hypoglycemic event that required treatment. The suspect device was used to check their blood glucose and a result of 200mg/dl was obtained. The incident occurred 2-3 hours later. Pt was taken to the ER and their blood glucose level was 38mg/dl. Pt was then given an IV and kept overnight. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control level one was used on the system twice and both tests were out of range.